Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient's mother reported that her daughter had used insulin pump for several months, but she experienced issues with it twice. The first time, the catheter came out without her knowing and her blood glucose level became uncontrollable. The second time it happened, she experienced diabetic ketoacidosis and was admitted to the hospital for four days. Since then, she had discontinued using the pump. No further information available.